Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) that an mr290v vented autofeed humidification chamber was found physically expanding, filled with water and overflowing. This was noticed prior to patient use. No patient consequence was reported.

Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) that an mr290v vented autofeed humidification chamber was found physically expanding, filled with water and overflowing. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber was not returned to fph (B)(4) for inspection. An attempt was made to obtain additional information about the reported complaint but no further information was received from the medical centre. Without the complaint device or additional information from the medical centre, we are unable to establish the root cause of the reported fault. Our user instructions which accompany the mr290v chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is not expected to be returned to fph (B)(4) for inspection. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information and have completed our analysis.